Manufacturer narrative:
DHR review revealed nothing relevant to this event. The two inserters were returned with the anchors broken at the hex. From the initial information, the surgeon used the correct device to prepare the bone. Based on previous evaluations and the condition of both anchors, the cause of the event may have related to over insertion and/or not maintaining the axial alignment during implant insertion. This event was attributed to the misuse.

Event description:
Two implants broke on insertion during an achilles tendon reattachment procedure. Further information received from sales representative on 01/24/07, indicated the tip of one of the implants remained in the patient's bone. Surgeon had used the correct punch/tap device prior to insertion. This device is used for treatment.